Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal and bolus delivery. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.